Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported puncture and subsequent death could not be conclusively determined.

Event description:
Related manufacturer reference: 3008452825-2019-00245. During a left-sided accessory pathway ablation, a subaortic valve puncture occurred. During transseptal access, the sheath and needle were introduced and identified at the fossa ovalis with slight tenting of the intraatrial septum into the left atrium demonstrated. Physical adjustment of the ice catheter was made as the image was lost. The next image displayed on the ice machine was of the sl1 sheath anterior and below the level of the aortic valve. The physician then aspirated blood from the stopcock of the brk and injected blood back through the needle and micro bubbles were seen in the aorta on the ice image. A tee image also confirmed this event. The patient was intubated by anesthesia and surgery was performed to remove the sl1 sheath. The patient was not able to be removed from bypass and expired. No product was alleged as the cause of death and there were no performance issues with any abbott device.